Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, glp aliquot module, list number 06q12-01, which has a same/similar component of the modular glp systems track registered in the us, list number 04z96-51. Note: the glp systems track is not yet marketed in the us.

Event description:
The customer observed a secondary tube was incorrectly labeled with the wrong patient¿s name by the glp aliquot module. For sid (B)(6) the patient¿s name on the aliquot label did not match the name in the demand system. Results were not reported to the incorrect patient. No impact to patient management was reported.

Manufacturer narrative:
During the product evaluation, an issue was identified where the label for the secondary tube that was created from the glp aliquot module (am) (list number 06q12-01), serial (B)(6), did not match the patient¿s name within the system. Further investigation found that the issue could be attributed to a character limitation. The aliquot module is limited to print labels for the secondary tubes to 49 characters or less. If there were 50 characters or more, this issue would cause the aliquot module to print the last label that was within the character limit, (which was usually the previous sample tube) onto the next label. Based on the available information, a deficiency was identified for the glp aliquot module (am) (list number 06q12-01) as it did not perform per the service manual label printer hermes+ (9008980, 04/2015). This issue will be addressed in a future revision of the software to avoid further occurrences. A temporary workaround is to ensure that the information is within the character limit. This report is being filed on an international product, glp aliquot module (am) (list number 06q12-01), which has a same/similar component of the modular glp track system registered in the us, list number 04z96-51. Note: the glp aliquot module is not yet marketed in the us.